Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2019 it was reported that 48 hours ago the pump showed a 1 hour and 15 minute motor stall and recovery and then another short motor stall with recovery. The patient was not sure what environmental exposure could have caused it. The patient did recently have an MRI but the pump logs did not show a stall at that time. The patient did not have any symptoms. The hcp stated that they would continue to monitor the patient. No further complications have been reported as a result of this event.